Manufacturer narrative:
G.4. K201075; k251654. B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the needle did not retract. The bd 22g insyte autoguard IV has difficulty retracting needle to initiate safety. There was no harm to the patient or clinician other than having to restart the IV. 5/20/2026: previously, none of the catheters were pierced by the needle. As to the second question, I am unable to answer that. I was not the one who utilized the part and he does not remember. We use so many of these each day. Everything during the venipuncture process went smoothly, though.